Manufacturer narrative:
Concomitant product(s): product ID: neu_unknown_lead, lot# serial# unknown, product type: lead. Product ID: neu_recharger_acc, lot# serial# unknown, product type: recharger. (B)(4).

Event description:
The health care provider (hcp) reported there was a failed surgery. The patient was incapacitated. The hcp refused to give the patient's information. If additional information is received, a follow up report will be sent.